Event description:
It was reported the customer was priming the insulin pump and insulin just started squirting out. Troubleshooting was done. Customer's blood glucose was 81 mg/dl. It was found in the alarm history that the insulin pump alarmed compromised force sensor system. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).